Event description:
Depuy acromed received a medwatch form from the FDA. The pt claims that pedicle screws were implanted without pt's knowledge or consent. Within none months, pt claims that the pedicle screws began to crack and separate from the set screws. The majority of the device was removed, but some pieces still remain embedded in pt's spine. The pt claims to be disabled and in constant pain. No x-rays were provided for exam, nor were the devices returned for eval. Therefore, co cannot confirm this events. No further action can be taken.